Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 975385,305) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood altered ("hormonal changes describe:moody"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("weight gain / loss specify which one: weight gain."), constipation ("constipation") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, mood altered, constipation and abdominal distension had resolved and the genital haemorrhage, back pain, adverse event, bladder disorder, urinary tract disorder, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2012. Discrepancy noted in removal date previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. On (B)(6) 2013, (B)(6) 2013, type of test: other (please describe) - pelvic ultrasound. Other (please describe) - pelvic sonogram. Result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Product lot number received. Implanted and explanted date updated. New events: hormonal changes describe: moody, abnormal bleeding (general), hysterectomy (partial), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, bloating and event outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood altered ("hormonal changes describe:moody"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), constipation ("constipation") and abdominal distension ("bloating") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, mood altered, constipation and abdominal distension had resolved and the genital haemorrhage, back pain, adverse event, bladder disorder, urinary tract disorder, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2013 in current follow up reported as: (B)(6) 2012 discrepancy noted in removal date previously reported as: ??-jul-2015 in current follow up reported as: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2013, (B)(6) 2013, type of test: other (please describe) - pelvic ultrasound other (please describe) - pelvic sonogram result: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding (general),') in a 30-year-old female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrointestinal pain, gastrointestinal pain, gestational diabetes, vitamin d deficiency, uterine bleeding and thrombocytopenia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced constipation ("constipation") and abdominal distension ("bloating"), 11 months 27 days after insertion of essure. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia(inability to sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), mood altered ("hormonal changes describe:moody"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, menorrhagia, mood altered, constipation and abdominal distension had resolved and the genital haemorrhage, back pain, adverse event, bladder disorder, urinary tract disorder, dyspareunia, weight increased, vaginal haemorrhage and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, adverse event, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2012. Discrepancy noted in removal date previously reported as: (B)(6) 2015 in current follow up reported as: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Diagnostic results: on (B)(6) 2013, (B)(6) 2013, type of test: other (please describe) - pelvic ultrasound other (please describe) - pelvic sonogram result: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: pfsd received- new event abnormal bleeding (vaginal) and apareunia(inability to sexual intercourse) were added. Reporter information was added. On 16-dec-2019: medical history- reporter information and medical history. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.